Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity and was unable to read. The iol was exchanged with an alternate iol 49 days following the initial procedure. Inconsistent result second to radial keratotomy was the clinical reason mentioned. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the lot. The manufacturer internal reference number is: (B)(4).